Event description:
The patient was undergoing an arthroscopy, left knee, with partial menisectomy of left knee and joint. During the course of an attempt at retreival of a segment of floating meniscus, the intra-articular basket was positioned by the segment and once clasped, the end biting surface fractured off. The surgeon visualized this with the scope. Attempts at tetrieval using the arthroscope, and a series of graspers was unsuccessful. A formal medial arthrotomy was performed and the segment retreiveddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.